Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post-paced t-wave oversensing on their implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve this issue. The patient was asymptomatic before, during, and after the changes.